Manufacturer narrative:
(B)(4)

Event description:
It was reported that "in time of medical infusion, leakage found in insertion site, when it was withdraw; it was found that breakage of catheter 10cm from distal tip inside vein". The tip did not separate into the vein. The patient is reported as fine, no patient harm or consequence.

Event description:
It was reported that "in time of medical infusion, leakage found in insertion site, when it was withdraw; it was found that breakage of catheter 10cm from distal tip inside vein". The tip did not separate into the vein. The patient is reported as fine, no patient harm or consequence.

Manufacturer narrative:
Qn# (B)(4). The customer report of a catheter leaking could not be confirmed by visual inspection of the customer supplied photo. The customer indicated an insertion site leak 10 cm from the distal tip; however, evidence of a leak could not be confirmed from the photos provided. A full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The IFU also states, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over pressurizing an occluded or partially occluded catheter." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.